Manufacturer narrative:
(B)(4). Additional information requested but unavailable: can you please clarify what is meant by " in the paper packages the information is incomplete". Are you referring to the package insert. If not, please clarify what paperwork you are referring to. Will the devices be returning.

Event description:
It was reported that the hospital is facing problems in the reading of data matrix codes of products. According to the provided information: the reader cannot read the metal packaging and the paper ones came with incomplete information. In the paper packages, the information is incomplete.